Event description:
Information was received indicating that no pressure alarm occurred to a smiths medical cadd-legacy® plus pump. There were no reported adverse effects.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition, with the exception of a cracked screen. A review of the pump event history log was performed and did not find the reported issue on record. Functional testing was performed to detect for pressure, and the device did not activate within specification. The reported complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.